Event description:
It was reported that the 9900 system locked up and would not boot up during a case. The 9900 system had to be removed, and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps1 and ps2 power supplies and the surge suppressor were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.